Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor and lost sensor. Customer's blood glucose at time of incident was 7mmol/l. After the troubleshooting was done, the customer was advised to start a new sensor and their next calibration time has changed. The customer was advised to remove and change out the sensor. The customer was explained there may be a possible issue with the sensor. The customer was advised that we are replacing transmitter due to issue with multiple sensors.